Event description:
It was reported thatthe customer had low blood glucose levels of 33 mg/dl and the sensor did not alert her. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not te device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.